Event description:
The trinica ball end hex broke off while being used during a dynesys dto surgery. The broken piece was retrieved from the surgical wound. No report of pt injury and no delay in surgery.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Device not returned in time to complete eval. A follow up report will be sent upon completion of eval.